Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of "bad pixels" on the display screen, the liquid crystal display (lcd) was "bleeding" and was considered to be out of specification in a mechanical manner and it was additionally noted that both wires on the lcd were pinched with the wires exposed and that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had bad pixels on its screen. The generator was returned for service. No patient complications have been reported as a result of this event.